Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The ccd connectors and video display signal line were evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited intermittent functionality. No patient death or serious injury was reported related to this event.